Event description:
The complaint was reported as: the complaint alleges that bite block broke while in the patient's mouth. The report indicates that the block was able to be removed safely. No report of patient injury.

Manufacturer narrative:
Voluntary report number: (B)(4) (from maude event report). A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) for the reported lot number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. The customer complaint cannot be confirmed due to the lack of the defective sample or a picture of it. In order to perform a proper investigation to determine a root cause for the defect reported the physical sample or a picture of the device is necessary. Root cause - unknown.